Manufacturer narrative:
(B)(4).

Event description:
It was reported that some blood leaked from the sheath valve during use on a patient. Therefore, the sheath was removed and replaced with a new one to complete the procedure. No injury to the patient occurred. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). The customer returned one psi sheath and product lidstock for analysis. Signs of use were observed on the returned components. After failing functional testing, the hemostasis body was cross-sectioned to analyze the internal seal. A tear that extended from one end of the intended slit to the rounded edge was observed on the valve. This resulted in a slit that wasn't centered nor straight. The hemostasis valve and psi device were leak tested according to three different parameters per amrq-000037 rev.09: low pressure leak resistance test (amrq-000037 section 6.1.2): this states, "there shall be no leakage past the hemostasis valve when using a pressure of 20-21kpa (3psi)." The psi was attached to the lab leak tester. With the distal end of the sheath occluded, the sheath was pressurized to 21kpa for 30 seconds. Leaking was observed at the location of the valve, which indicates that the sheath valve is not functioning as intended. Liquid leakage - hemostasis valve with dilator advanced: the parameters from the low-pressure leak resistance test were repeated with a lab inventory dilator inserted into the sheath. The sheath was pressurized to 42 kpa for 30 seconds and no leaks were observed from any portion of the device. High pressure leak resistance test (amrq-000037 section 6.1.3): this states, "when tested in accordance with iso 11070: annex e, using a test pressure of 300-320kpa (43.5-46.4psi), there shall be no leakage sufficient for form a falling drop." The psi was attached to the lab leak tester. With both the distal end of the sheath and the hemostasis valve occluded, the device was pressurized to 300kpa for 30seconds. No leaks were detected from any portion of the psi, which indicates that the sheath assembly is intact. The valves of the returned device failed functional leak testing; therefore, the customer reported issue was reproduced during lab t esting. Manufacturing was contacted as a part of this complaint investigation and they confirmed that the damage is consistent with a manufacturing defect. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "hemostasis valve must be occluded at all times to minimize the risk of air embolism or hemorrhage." The customer report of a sheath valve leak was confirmed through investigation of the returned sample. Functional inspection revealed that the sheath valve was leaking. After failing functional testing, visual analysis revealed that the slit in the seal was not centered or straight. Manufacturing was contacted as a part of this complaint investigation, and they confirmed that the appearance of the defect is consistent with a manufacturing process issue. Based on the customer report, sample received, and feedback from manufacturing, it was determined that manufacturing likely caused or contributed to this issue. A non-conformance was initiated to further analyze this issue. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that some blood leaked from the sheath valve during use on a patient. Therefore, the sheath was removed and replaced with a new one to complete the procedure. No injury to the patient occurred. The patient's condition is reported as fine.